Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. Finally, no anomalies were found in the review of the generator's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. Based upon the limited information provided, cause(s) of the incidents could not be determined. Erbe USA, inc. Is now closing the file on these events.

Event description:
It was reported that two (2) incidents occurred with the electrosurgical unit (esu/generator) during a nipple sparing mastectomy on each patient (note: one of the events occurred on (B)(6) 2025). In both cases, the esu was a part of the da vinci surgical system. No information was conveyed to erbe regarding the accessories used with the esu/system or the generator's settings during the procedures. Per the reported information, the patients suffered a burn. No specific details were provided in regards to the location, severity, size, etc. Of the burn on each patient. No information was conveyed to erbe involving any further treatment provided or the condition of patients.